Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was continuously rebooting by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it rebooting by itself was confirmed. Ventec discovered that the internal flow transducer (ift) cable was unplugged. Ventec plugged in the ift cable to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be that the ift cable was unplugged.